Event description:
It was reported that during an ultrasound guided breast biopsy, while removing the second lesion, a vacuum error displayed. The disposable devices were exchanged and the error still displayed. The procedure was stopped and scheduled for the following day; which was completed without any clinical consequences.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The investigation is inconclusive, as the device was not returned for evaluation or servicing. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information , the complainant / reporter was unable or unwilling to provide any further patient, product or procedural details to bard. See scanned page.